Event description:
It was reported that the customer experienced repeated notifications from their pump indicating an issue with the cartridge, prompting a change. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.